Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient's friend or family member had been trying to reprogram the patient's stimulator because the patient still had so much urinary retention since 2013. The patient needed to be catheterized 4 times a day, a couple times a week just to empty their bladder. The patient had bladder infections/urinary tract infections (utis) about every 6 weeks and the patient was on a daily antibiotic for the bladder infections/utis. The patient had sort of given up on the stimulator. The patient was currently on program 1 with stimulation set as high as it would go at 5v. They recently saw the patient's health care provider (hcp) regarding the issues and the hcp suggested they change programs. After seeing the hcp, new battery were placed in the programmer and the patient's friend or family member performed a device check and the patient could feel a tingle. The stimulator was functional, just not effective right now. The patient's friend or family member was not aware of other programs and thought programs were just to increase or decrease stimulation. They had read the manual and knew how to change programs and would change programs after the call ended. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.